Manufacturer narrative:
(B)(4). Batch # v9599a. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml device was returned with no apparent damage in the external components. Upon visual inspection, one unformed clip was noted to be partially fired in the jaws. The clip was manually removed. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed four conforming clips. In addition, the device locked out as intended. The event described could not be confirmed as during testing, the device performed without any difficulties noted. Although the returned clip was found to be unformed, no conclusion could be reached as to the cause of the staple malformation. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory testing. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following: "caution: excessive tissue manipulation with clip in jaws may result in clip dislodgement." Firing the instrument over another clip or instrument can also damage a properly deployed clip, disrupt related vessels and structures, and damage the instrument. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic gastrectomy, after several firings, clips fell off from the jaws when they were fed into the jaws. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.